Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in medsurg room 7303. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. He tested the bed exit function and it worked as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.